Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. Back to back readings of "190 and 140mg/dl" were obtained using the subject device, both readings within 20 minutes. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.